Manufacturer narrative:
D1, d2a, d2b: corrected brand name, common name, and pro-code. D6a: omit the implant date, this does not apply to the aic device.

Event description:
The complainant reported that a placement signal not reliable alarm was triggered, and the placement signal waveforms became absent. During this alarm, a secondary alarm state occurred, and the console began alarming for controller error followed by controller failure. Both alarms resolved independently. The console maintained flow throughout, the patient remained hemodynamically stable, and the activated partial thromboplastin time was 62. A second automated impella controller was present in the room as backup.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This is one of two related reports. This report represents the aic and another report was submitted to represent the impella 5.5.